Manufacturer narrative:
All available patient information was included. Additional patient details are not provided. Investigation into this issue found the root cause for the reagent cross contamination (rcc) was determined to be a non-specific interaction of the non-fat dry milk (nfdm) present in the assay specific diluent (asd) of architect syphilis tp. Nfdm is carried over through the reagent pipettor. Current reagent pipettor washing is not fully capable to remove the nfdm. The nfdm-mediated rcc was reduced upon increasing reagent pipettor washing prior to use of the architect anti-hcv assay when preceded by the architect syphilis tp assay. A product correction letter was issued on 04mar2024 to all architect anti-hcv customers who have in-dating architect anti-hcv reagent kits in their laboratory and are using architect syphilis tp notifying them of the potential issue and impact on patient results. The letter informs the customer that the assay file for the architect anti-hcv assay (ln 1l79) was updated to include a pre-wash of the reagent pipettor prior to the aspiration. Additionally, the product correction letter instructs the customer to install the most current assay file version(s) of the assay(s) used by the laboratory. Installation of the new assay file version will require new calibration as per the architect system operations manual. The customer is instructed to deplete the current on-board architect anti-hcv reagent kits before installing the new assay file versions and perform a manual backup.

Event description:
The customer observed false reactive architect anti-hcv results for several patients. The following example was provided (>/=1.00 s/co is reactive):sample ID (B)(6) initial result, on (B)(6), was 1.05, repeat results, on (B)(6), were 0.17 and 0.19 s/co.it was noted that right before the reactive result, a syphilis result was run, which gave a nonreactive result of 0.19. The physician questioned the reactive anti-hcv result, as it did not match the patient¿s history. There was no impact to patient management.